Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the lx20 pro instrument experienced cuvette water blank errors. Customer stated that the instrument experienced peltier a and b temperature failures, and the reagent carousel temperature read 30 c. Customer noted that there was also moisture under the reaction wheel. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the moisture under the reaction wheel was related to an obstructed wash vacuum probe. Fse removed and replaced the obstructed probe and this resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further problems were reported.